Event description:
It was reported that the patient presensted to the hospital for urinary tract infection. The pulse generator exhibited backup vvi mode. After a software download, the device resumed normal function. The patient had previously felt symptoms of pre-syncope, dizzines and fatigue. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.